Event description:
Healthcare professional reported a right side deflation. Healthcare professional later reported the event of separate plug strap separated. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation-breast: observed, one opening assessed as unidentified (tear) opening (shell thickness within specification) and one opening assessed as surgical damage. Plug strap separated-breast: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05/14/2024.

Event description:
Healthcare professional reported a right side deflation. Healthcare professional reported the event of separate plug strap separated. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Healthcare professional, later reported, the event of separate plug strap separated. Device has been explanted.